Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and eight shocks. Therapy was exhausted. None of the shocks converted the patient and the length cycle of the tachycardia ranges from 270 milliseconds (ms) to 310 ms which likely was atrial fibrillation (af) with rapid ventricular response (rvr). Boston scientific technical services (ts) suggested ensuring the patient was taking prescribed medication or reprogramming the device. Attempt to obtain additional information was unsuccessful. This ICD still remains in service. No adverse patient effects were reported.